Event description:
Reference MFR report: 1627487-2013-04101. The patient received two leads the same lot number. It was reported the patient had an increased recharge burden, and used the scs system continuously. Follow up identified the patient had requested for the scs system to be removed due to unsatisfactory pain relief. The physician explanted the scs system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.